Manufacturer narrative:
(B)(4). It was reported the peritonitis occurred on an unknown date during the week of (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with abdominal pain and milky, yellow, thick peritoneal effluent. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for an unknown indication seven days prior to receipt of this report. During hospitalization the patient was diagnosed with peritonitis. Three days after admission the patient began treatment with three doses of intraperitoneal unspecified antibiotics for peritonitis. On an unreported date, the patient began treatment with unspecified oral antibiotics for peritonitis. At the time of this report the patient remained hospitalized and was not recovered from this peritonitis event. Dianeal and extraneal therapies were ongoing; however, it was reported the ¿plan was to start on hemodialysis¿. No additional information was available.

Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported that the patient had died. It was unknown if the patient had recovered from the event of peritonitis prior to death. Should additional relevant information become available, a supplemental report will be submitted.